Event description:
The haptic came out the side of the inserter during the insertion of the lens into the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See mdr1920664-2008-00392 for the delivery device used with this intraocular lens. Results: one haptic of the lens was found bent, the inserter was not returned.